Event description:
It was reported to philips the device had a machine fault. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was determined to be user error. The device remains at the customer site and no further evaluation is warranted at this time.